Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not performing correctly, they change the battery 5 times. Customer's blood glucose value was 100 mg/dl. The customer was assisted with troubleshoot. Customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss alarm. The power management tool confirmed power error 25, low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board after disconnecting and reconnecting the internal battery connector on electrical board the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted.